Manufacturer narrative:
Exemption # e2012017 report late due to asr to individual reporting transition.

Event description:
Per complaint 52434, patient experienced bone loss,implants were removed and replaced.